Manufacturer narrative:
Product complaint # (B)(4). Batch number: l53020. Investigation summary: the analysis results found that the atg45 device was received with the firing mechanism damaged and with a reload 6r45b loaded in the device. The reload was received fully loaded with staples and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. Although the clamping mechanism was found to be in good condition, it is possible that the broken pieces of the firing trigger jammed the clamping mechanism. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. One photo was provided; the picture shows the handle of a device. The closure trigger can be seen open. Batch l53020 can be seen on the handle. No damaged on the firing trigger is noted. Based on the photo alone the event describe cannot be confirmed. Additional information requested and received: what color cartridges were used? 6r45b. What the device difficult to close? No. What firing did the issue occur? Severing the rectum, but don't know the firing sequence. Was any abnormal noise heard during firing? No. Why was the case converted to open? Considering safety, the surgery reject to use endocutter, changed to use open device. Please clarify was is meant by damaged firing trigger? Pls refer to the returned sample. What is the current patient status? Stable and left from hospital.

Event description:
It was reported that the firing trigger damaged. The patient is with rectum cancer. During the endoscopic resection of rectum, during the firing, the firing trigger was damaged. Changed to the open surgery, used cs40g to complete the surgery, the surgery delayed about one hour. The patient is stable and left from the hospital.